Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was feeling "swimmy" not like passing out but lightheaded at times. Intermittent his capture is suspected. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.